Manufacturer narrative:
Investigation results: as received, the non-folded seal was positioned proximal to the window inside the loader assembly. Other observations are tension spring was not properly positioned inside the loader and the delivery device was loaded in an angle positioned inside the loader. The reported complaint that the seal did not load properly is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. Surgeon rolled it, but the seal was off-centered to the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.